Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 13, loss of osseointegration was verified in type iii bone. Clinician noted fenestration. A bone graft was performed. An infection was not present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 13, loss of osseointegration was verified in type iii bone. Clinician noted fenestration. A bone graft was performed. An infection was not present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.